Event description:
A malfunction alarm occurred with the customer¿s insulin pump, identified by malfunction code 24. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery, and the technical support team arranged to replace the pump under warranty. They confirmed the shipping address and provided instructions for returning the faulty pump. The customer was advised to use a return box and pre-paid label via ups within 10 days, and a replacement pump was sent.